Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported after placement, when attempted to flush with saline but were unable to do so, but priming was possible without any issues. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of unable to infuse a catheter is unconfirmed, as the alleged problem could not be reproduced. One 4fr groshong nxt clearvue was returned for evaluation. An initial visual observation revealed use residue on the sample. A microscopic observation of the distal valve revealed the valve was present and undamaged. A functional test of infusing and aspirating the catheter with water was performed and the catheter functioned as intended with no observed leaks. The complaint could not be confirmed as no issues were found during evaluation and testing of the returned catheter. This complaint will be recorded for future trending and monitoring purposes.